Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Event description:
The customer alleged they received questionable cholesterol gen.2 (chol), ldl-cholesterol plus 2nd generation (ldl), and glucose results on the integra 400 plus analyzer. The customer stated this had been occurring since june or july when they switched to new sample tubes. The customer stated they were unable to tell which results were the correct results. The customer provided data for one patient with questionable chol and ldl results. The patient's chol result was 16.26 mmol/l accompanied by a data flag and it was reported to the gp. The gp told the laboratory the result was likely false and the sample was repeated. The repeat chol result was 6.64 mmol/l. The patient's initial ldl result was 13.7 mmol/l accompanied by a data flag. It was unclear if this result was reported outside the laboratory. Clarification was requested but not provided. The repeat ldl result was 4.1 mmol/l. The patient was not adversely affected by this event. The chol reagent lot number was 684308. The expiration date was requested but not provided. The ldl reagent lot number and expiration date were not provided. The field service representative performed all the maintenance activities, re-calibrated the glucose reagent, and performed a precision study. A definitive root cause was not determined.